Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a breast augmentation procedure, while using the electrosurgical pencil with the e1452 electrode inside the breast, the surgeon noticed that skin was burnt along edge of incision. The surgeon excised tissue from along the incision. Their examination showed that the juncture of the electrode and the pencil was burnt. The nurse reported that the electrode was fully inserted into the pencil and actually needed forceps to remove it afterwards.